Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, underwent placement of an angiodynamics xcela power-injectable port, reference number h965451830, lot number 152410. The device was implanted by (B)(6), pa-c, at the (B)(6) medical center in (B)(6) michigan, for the purpose of ongoing vein access for chemotherapy to treat patient's soft tissue sarcoma. Patient began to suffer from pain and chronic thrombus. On or about (B)(6) 2024, patient underwent a procedure, specifically a suction thrombectomy of catheter related thrombus and port removal, at the (B)(6) medical center in (B)(6) michigan.